Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. Vessel spasm is a potential adverse event with these procedures and is noted in the device labeling; therefore, it was determined that the reported vasospasm was a potential complication related to the use of the lantern. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2018-01611.

Event description:
The patient was undergoing a coil embolization procedure in the splenic artery to treat a gastrointestinal bleeding (gi bleed) using a pod packing coil (podj) and a lantern delivery microcatheter (lantern). During the procedure, the physician experienced resistance after partially advancing a podj into the target vessel using a lantern and decided to retract the podj and redeploy it to get a better packing density. After taking the slack out of the microcatheter, the physician gently pulled back on the podj pusher assembly; however, the podj unintentionally detached. Therefore, the physician used a syringe to aspirate on the lantern while the lantern was gently pulled out of the guide catheter with the podj mostly inside the lantern. After removing the lantern and the detached coil, the vessel spasmed. The physician was unable to gain back access because of the spasm and ended the procedure.